Event description:
Sheath was placed in posterior tibial artery of left leg. Not able to aspirate sheath, so wire pulled out. When wire removed, sheath valve fell to floor. Surgeon consulted to remove object that had broken off in left posterior tibial artery. Cutdown, arteriotomy, removal of foreign object.